Event description:
The facility reported to customer service an infusion pump that would not turn on. Information was not provided regarding whether or not the device was in pt use when the event occurred. The customer reported no injury or medical intervention. No additional contact information was available. The pump was returned for service. Baxter service confirmed the customer complaint and determined that depleted main batteries contributed to the pump not turning on.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed potentially damaged main batteries. Baxter service replaced the main batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132, which was opened on april 1,2005, which is in the implementation stage. 6000001-12/13/05-019-c